Event description:
The account reported that a pt underwent colonoscopy, polypectomy and argon plasma coagulation to remove multiple left and right colon polyps (note: the settings of the system were 60 watts power with a 1 lpm argon flow rate). The pt tolerated the procedure well and no complications were apparent. However, two days later the pt was admitted with a duodenal perforation which required surgery (note: the perforation was at the site of the argon plasma coagulation.). The pt has since recovered. The initial attending physician complained that when the erbe system; argon plasma coagulator (apc) model apc 300 with an electrosurgical generator w/endocut & argon model icc 200 e/a (p.n.: 10128-205) was used, the olympus video equipment froze. He believes that this intermittent problem (radio frequency (rf) interference) contributed to the pt incident.